Manufacturer narrative:
The system was serviced in the field. There was a loss of calibration files and a loss of communication between the mvs and ias computers. The field service engineer (fse) checked, cleaned and re-seated all ethernet cables and connections. The fse reloaded the mvs configuration files. He tested ethernet communication, verify complete boot, system operation and re-connectivity with umbilical dis-connection and re-connection. He completed power cycles and performed a system test. The system performed to specification. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the image acquisition station (ias) was not connecting to the mobile viewing station (mvs) and had an error "unable to connect to gain calibration file path". The radiologic technologist (rt) tried multiple reboots and the issue did not resolve. There was no patient present at the time of the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that an external cable was used to reload configuration files. The system was o perational.